Event description:
During preparation, as the device was being flushed a leak was noted in the balloon part of the device. There was no patient contact and the procedure was completed with a second device.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 425 mg/dl and 34 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: it is unknown under which conditions the reported readings were obtained as the customer refused to troubleshoot.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.